Event description:
It was reported that this patient was hospitalized due to syncopal episodes. The physician alleged the patient experienced syncopal episodes during this device's automatic threshold testing. This feature was disabled and no further events have been reported. No additional adverse patient effects were reported. Additional information was requested regarding the device identifying information, but has not yet been received.